Manufacturer narrative:
Examination of the returned instrument confirms the reported damage. The trial is broken. The lot number was reported as pg0510. This date lot code indicates a manufacture date of may of 2010. The root cause is misuse/heavy usage. No corrective action indicated from this investigation.depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy synthes has been informed that the catalog number and lot number is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
One of the three knobs on the back of the glenoid trial was broken off.